Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. It should be noted the information for use (IFU) states: this device is designed and intended for one-time use only. Do not resterilize and/or reuse. In addition, the IFU states: changes in mechanical, physical, and/or chemical characteristics introduced under conditions of repeated use, cleaning, and/or resterilization may compromise the integrity of the design and/or materials, leading to contamination due to narrow gaps and/or spaces and diminished safety and/or performance of the device. Based on the information reviewed, there is no indication of a product deficiency

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4) - use after expiration. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified left external iliac artery. After successful implantation of an unknown stent, the stent delivery system and a floppy ii guide wire were removed from the anatomy. It was decided that further treatment was needed so the same guide wire was advanced to the lesion; however, when crossing the previously placed stent, the guide wire tip got caught on the stent and separated. The separated portion was removed with a snare device. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. The device had expired in december 2012, but the account had sent it to be resterilized so they could use it after expiration. No additional information was provided.